Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that failure to capture was noted on patient's left ventricular (lv) lead. The physician elected to explant the lead and replaced it. The patient condition was stable.